Event description:
In 2008, the patient reported that she noticed this morning that there were black spots on the display of her infusion device and it is illegible. She stated that she dropped the insulin device in the snow the previous day. She stated that she experienced elevated blood glucose of 289 mg/dl at 8:00 am and she believes the infusion device may not be functioning properly due to exposure to the snow. She stated that she attempted to bolus 5 units of insulin and it was at that time she realized the display was damaged. She switched to her backup infusion device at 12:30 pm and bolused 5 units of insulin. Upon follow up the following day, the patient reported that he blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.